Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new lead was missing one screw in the perc extension. The hcp used a second lead successfully. Additional information has been requested, but was not available as of the date of this report.